Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported the pump module was integrated at 0400 running at the ordered rate of 2.5ml/hr (25mcg/hr). There was a rate change at 0505 to 25ml/hr (250 mcg/hr). It appears that the pump was not scanned. Twice within the next few minutes there was a rate change of zero, which would indicate the pump was occluded or not infusing at that time frame. At 0718 the pump went back to the ordered rate of 2.5ml/hr (25 mcg/hr). This coordinates with when the clinician notes that rn changed the rate back to the ordered rate (2.5ml/hr). The pump was immediately removed from service. There was no patient impact.

Event description:
It was reported the pump module was integrated at 0400 running at the ordered rate of 2.5ml/hr (25mcg/hr). There was a rate change at 0505 to 25ml/hr (250 mcg/hr). It appears that the pump was not scanned. Twice within the next few minutes there was a rate change of zero, which would indicate the pump was occluded or not infusing at that time frame. At 0718 the pump went back to the ordered rate of 2.5ml/hr (25 mcg/hr). This coordinates with when the clinician notes that rn changed the rate back to the ordered rate (2.5ml/hr). The pump was immediately removed from service. There was no patient impact.

Manufacturer narrative:
Omit: f27 - no patient involvement, b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex f, a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported the pump module was integrated at 0400 running at the ordered rate of 2.5ml/hr (25mcg/hr). There was a rate change at 0505 to 25ml/hr (250 mcg/hr). It appears that the pump was not scanned. Twice within the next few minutes there was a rate change of zero, which would indicate the pump was occluded or not infusing at that time frame. At 0718 the pump went back to the ordered rate of 2.5ml/hr (25 mcg/hr). This coordinates with when the clinician notes that rn changed the rate back to the ordered rate (2.5ml/hr). The pump was immediately removed from service. There was no patient impact.